Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep regreased the hv cable connections and installed the ibf snubbers. The system functions as intended.

Event description:
It was reported that the image on the 9800 system went blank and the kv/ma went up to max during a case. The system was not making x-rays. The tech replaced the c-arm with another to finish the case. No pt injury was reported.